Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead experiencing t-wave oversensing (twos). Also, the r waves have suddenly dropped in amplitude. The lead was reprogrammed and remains in use, however, a possible lead revision was discussed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1488t competitive implantable pacing lead (B)(6) 1997. (B)(4).